Event description:
The patient underwent an atherectomy procedure and the device was being utilized through the raabe sheath. Upon completion of the procedure, the sheath was left in the patient and the patient was taken to recovery. An infusion drip was attached to the stopcock of the sheath ot keep the sheath clear. The patient was monitored and three hours later, the patient had coded. It is unknown if the patient coded before or after the nurse found the patient coded before or after the nurse found that patient lying in blood. The sheath had separated at the junction of the connecting tube and stopcock. The patient was revived and is doing okay at this time.